Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, system had an issue where the user was unable to log in and use the device. The device remained in restart mode for over two hours, preventing users from logging in or accessing the system. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into the station and confirmed it was up and running. The tss observed nurses successfully removing medications for patients with no issues. The system functioned as intended after the technical support specialist assessed the device.